Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The speaker on the pcb was defective, the enclosure was stained red in the water tank, both covers were cracked, and the line cord was worn. The heater did not pass electrical testing. The customer reported product problem (unit not powering on) was not confirmed during the investigation. The faulty heater that was found during the investigation was replaced along with the pcb. The aforementioned worn/damaged components were also replaced. The device subsequently passed all the functional tests.

Event description:
It was reported that the level 1 hotline low flow system was not powering on. No patient injury or complications were reported in relation to this event.